Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number: (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, d-curve and an electrode damaged with foreign material issue occurred. In addition, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium had a leak on the stop cock. During the procedure when mapping, the ultrasound showed that something was on the catheter. They explained that "when they pulled back on the sheath and pulled the catheter out, they found a metallic fiber coming off of one of the splines." It looked like "some sort of internal wiring of one of the electrodes." To troubleshoot , they replaced the catheter. The issue was resolved and the procedure continued. Additional information was received. During the procedure a carto vizigo¿ 8.5f bi-directional guiding sheath - medium was being used. They are requesting an investigation for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium as well. Physician reported that the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was leaking at the end of the case. Physician also reported that it was difficult to advance the octaray, perseid, 48p, 2-2-2-2-2, d-curve. Photos were provided. There was lifted or damaged electrodes on the octaray, perseid, 48p, 2-2-2-2-2, d-curve. It appeared that there was damage to two splines with something hanging off of the side of one of the splines visible in the photos provided. Physician noted that insertion of the device was difficult. Detachment was partial. Physician removed the pictured strand after removal. Physician aspirated the sheath while removing the catheter while monitoring ultrasound images and fluoroscopy. Strand removed intact. Strand was recovered and put into a sterile cup for return and evaluation no patient consequences. The issue with the octaray, perseid, 48p, 2-2-2-2-2, d-curve was assessed as MDR reportable for an ¿electrode damaged with foreign material¿. The issue with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was assessed as MDR reportable for a ¿leak on the stop cock¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) after further review on 28-dec-2022, the h6. Medical device problem code was updated from crack (a0404) to fluid leak (a050401) to better reflect the three stop cock issue reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a leak on the stop cock issue occurred. The device evaluation was completed on 15-feb-2023. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and outer diameter dimensional inspections, and an irrigation test of the returned device was performed following bwi procedures. Visual analysis on external surfaces revealed no damage or anomalies on the sheath and the dilator; however, a second visual analysis using a borescope to access and visualize the internal part of the sheath revealed some damage on the walls almost in all length caused by a device used during the surgery. Per the event, outer diameters were tested, and dimensions were found within specifications. Additionally, an irrigation test was performed, and no leaks were observed during the product analysis. A device history record evaluation was performed for the finished device, and no internal action was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).